Event description:
Additional information was provided on 14mar2025. No other grafts were used to extend the seal zone. A zenith flex aaa endovascular graft bifurcated main body was also implanted during the procedure. The zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-107-zt) was used distally to the main body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Correction: d4: model and catalog number . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg shortened during an endovascular abdominal aortic aneurysm repair (evar) procedure for a 78-year-old male patient. The user noted that the graft shortened an extreme amount during implantation, from 107mm to what appeared to be 90mm. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Investigation / evaluation: it was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg shortened during an endovascular abdominal aortic aneurysm repair (evar) procedure for a 78-year-old male patient. The user noted that the graft shortened an extreme amount during implantation, from 107mm to what appeared to be 90mm. After further follow-up the rep stated "after speaking with other team members, we may have discovered that there wasn't an issue with the incorrect graft being loaded, or any manufacturing issue at all. We heard that with zsle-13-107¿s, due to their length, have to have slight negative force when deploying since they are ¿scrunched¿ into the delivery system more so than shorter limbs.¿ no other grafts were used to extend the seal zone. A zenith flex aaa endovascular graft bifurcated main body was also implanted during the procedure. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was used distally to the main body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawings, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for investigation as it remains within the patient; therefore, no physical examinations could be performed. Planning and sizing as well as imaging was not provided for review. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed zero non-conformance's. A complaint history search identified no other lot related complaints. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith alpha spiral-z endovascular leg¿, provides the following information to the user related to the reported failure mode: 4.2 patient selection, treatment and follow-up: all lengths and dimeters of the devices necessary to complete the procedure should be available to the physician, especially when preoperative planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. Lengths utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith spiral-z aaa iliac leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. 5.2 potential adverse events: endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. 7.1 individualization of treatment: cook recommends that the zenith spiral-z aaa iliac leg diameters be selected as describes in table 10.5.1. All lengths and dimeters of the devices necessary to complete the procedure should be available to the physician, especially when preoperative case planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. The risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. 10.5 device diameter sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. Table 10.5.1 spiral-z aaa iliac leg graft sizing guide: ¿overall leg length = label length +/- 22 mm docking stent'. Evidence provided by the complaint facility, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided and the results of the investigation, a definitive cause could not be concluded. However, it is feasible to suggest compression of the graft within the delivery system made the graft appear shorter in length. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.